Event description:
The ventilator was cycling on a pt and the peep level would increase to 14-15 cmh2o, from a set level of 5 cmh2o. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The ventilaator was taken to the bio-med dept. An fse from siemens medical systems, inc. Was dispatched to the customer's site.